Event description:
Device was returned for an unknown reason. During service, technician found the motor was blocked and damaged, the latch was damage and worn from use and the hose worn. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, investigation revealed the motor was blocked, latch and hose damaged which caused device to exceed expected temperature levels. The device was repaired and returned to the customer on (B)(4) 2013.